Event description:
It was reported that a patient underwent an unknown surgical procedure and mesh was used. On (B)(6) 2011, the patient experienced an evisceration. Two weeks following the initial procedure, the patient underwent reoperation for the evisceration because the mesh was torn at the stitches. The surgeon placed a proceed mesh during the reoperation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: the review of the photographs of the actual device shows a physio mesh, oval in shape, with some suture remnants attached. It is not possible to determine the cause of hernia recurrence from the photographs. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.